Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 1 and 4 hours. When removed from the infusion site (leg), the pod's cannula was found to be dislodged. As treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was received with the soft cannula fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were found that would result in the soft cannula dislodging. The exact cause of the reported dislodging could not be determined. Inspection of the adhesive pad and adhesive welds found no issues that would contribute to an adhesive failure. The cause of the reported failure to adhere could not be determined. During the investigation, damage was found to the soft cannula near the tip of the formed needle. Both the exposed and unexposed portions of the soft cannula were found to be torn. Fluid was found to leak from this tear in the soft cannula. The timing and cause of the soft cannula damage could not be determined.